Manufacturer narrative:
0 of 1 devices were returned for evaluation. Multiple unsuccessful attempts were made to obtain the device for evaluation.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. This report summarizes one malfunction event where a midwest tradition plus handpiece would not hold dental burs. There was no injury in the event.